Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "when introducing the catheter, it twists, requiring a double procedure, the metal guide twists and the dilator as well." It was reported the guidewire bent first and "the needle could not be removed from the guide wire, so the catheter was inserted through a bent guide wire, for this reason the catheter takes the shape of the wire and is makes removal of the guide wire difficult at the end of the procedure". No patient injury or complication reported. The patient's condition is reported as fine.

Event description:
The complaint is reported as: "when introducing the catheter, it twists, requiring a double procedure, the metal guide twists and the dilator as well." It was reported the guidewire bent first and "the needle could not be removed from the guide wire, so the catheter was inserted through a bent guide wire, for this reason the catheter takes the shape of the wire and is makes removal of the guide wire difficult at the end of the procedure". No patient injury or complication reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The actual device was not returned; however provided one photo for analysis. The photo displayed a damaged guide wire and dilator on a product lidstock. The guide wire contained one distinct kink and bend. The dilator body appeared bent with a damaged tip. However, full visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. The IFU provided with this kit instructs the user, "use tissue dilator to enlarge tissue tract to the vein as required. Follow the angle of the guidewire slowly through the skin." The customer report of swg/dilator damage was confirmed by visual examination of the customer supplied photos. However, full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.